Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department with a note that stated, pump does not alarm. It was reported this device is used for teaching purposes only, there is no pt involvement. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.